Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a high vault with elevated intraocular pressure. The lens remain implanted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4)